Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient experienced a wearable failure. The following day, the patient experienced two more wearable failures. Due to the multiple wearable failures, the patient ran out of supplies and was without any way to monitor her cgm values. She also discovered that her bg meter was not working. On (B)(6), the patient went to the emergency room (ER) for evaluation. At the ER, the patient was asymptomatic but her bg meter reading was 430 mg/dl. The patient was treated with IV insulin and discharged approximately 6 hours later. The hospital staff also gave the patient a sample sensor to use which the patient reported ¿worked well¿. The patient was ¿fine¿ at the time of report. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause could not be determined via data. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.